Event description:
The facility's biomed reported an infusion pump with a failure code 813:01. Although an attempt had been made to contact the reporting facility, no additional info was available regarding pt age or status, injury, medical intervention or whether the device was on a pt at the time the condition was reported.